Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Rubber tips on push-to-lock wheel locks need to be re-glued due to poor adhesive. These rubber tips tend to come off during brake extension removal and remain lodged inside brake extension tube.